Event description:
Introducer was placed by anesthesia (right internal jugular insertion). Nurse noted that introducer tore at hub near suture loop, which was noted under transparent dressing. Blood leakage noted on pillow when patient was turned on right side. No patient intervention was reported and patient was stable. Hub portion of device is expected to be returned.

Manufacturer narrative:
Device evaluation: the product evaluation laboratory examined the device and revealed that the introducer sheath had torn around the circumference at the hub. The introducer sheath was not returned. A rough edge was evident at the remain of the torn sheath.